Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the seal was torn from the trocar and fell on the patient when the surgeon went over the permanent clipper. The surgeon changed the device in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the seal was torn from the trocar and fell on the patient's cavity but was retrieved when the surgeon went over the permanent clipper. The surgeon changed the device in order to complete the case. There was no patient injury.